Event description:
It was reported that the ventricular defibrillation episodes were detected on 06/13 and the device failed to deliver the therapy. The patient had cardiac arrest and was externally defibrillated by early defibrillation response on the way to the hospital. Upon interrogation, the right ventricular lead exhibited intermittent undersensing and low impedance. The drug use was suspected. The high voltage therapy was disabled and the device was programmed into aai mode. The patient suffered neurological damage and comfort measures were initiated. The patient was intubated in the intensive care unit and will be monitored in the hospital.